Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says that they have "bad neuropathy in my right leg that was caused by a back surgery a couple years ago and they cut a nerve and last week. The patient was doing physical therapy and all the sudden my right calf locked up in unbearable cramping and spasms". They said that they turned stimulation off and the pain went away. Pt mentioned they recently had dbs implanted. Pt tried to reach local rep but couldn't get ahold of them. Pt says their hcp has left, but they will call the facility they were at and ask who the hcp is now. Reviewed hcp/rep role and redirected to hcp. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). They reported that their implant had been working since 2022 for their lower back pain as imagined. During a surgery for the same issue, the neuro surgeon damaged the nerves to their right leg, giving them a nerve dead upper thigh with severe neuropathic pain. The medtronic rep has been trying to adjust the stimulator without success. Pt's hcp even tried to insert leads into their back to place another stimulator to get to the lower extremities, but the scar tissues were too thick to allow the leads to be implanted. Pt reported on the 26th of may, after they had a medtronic dbs implanted and turned on, they started having a severe cramp in their right calve that hurt so bad they weren't able to walk. It quit shortly after, but pt experienced the cramp again on the 28th and 29th and hurt so badly they had to stay in their chair except for crawling to the restroom periodically. Pt reported it hurt so badly, so they turned their neurostimulator off and the pain went away almost immediately. Pt noted the pain went away earlier in the week because their stimulator was empty. Pt noted they tried to contact a medtronic rep, but couldn't get ahold of them. Pt talked to a dbs rep and rep noted there should be no interaction between the 2 devices. Pt then turned the program a4 off to zero. Pt noted that their implant with the program on their right leg causes severe cramping so they have it set to zero. Pt noted that they had the same program for months and it had no effect. And only shortly after the dbs was turned on that their leg started cramping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was determined that the two were not causing the cramping. The issue has been resolved to my knowledge.